Event description:
The reporter stated, the surgeon implanted an implantable collamer lens. The icl was explanted due to low vaulting and a refractive surprise. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Secondary surgery - (refractive surprise) - lens, vaulting, low - (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the icl was implanted in the patient's left eye (os) on (B)(6) 2010. The icl was explanted on (B)(6) 2010 and 4 exchanged for a longer lens. The patient had anterior lens opacity.